Event description:
It was reported that an overheating error message appeared on the console during preparation and testing prior to the start of a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event. Another device was used in the planned procedure.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition that the device overheated was confirmed. Based on the investigation details, the likely cause was problems with the motor and rotor. Service will complete any necessary maintenance and repairs and then return the device to the customer.